Event description:
It was reported that the patient's left ventricular (lv) lead was causing the patient diaphragmatic and phrenic nerve stimulation. The lead was explanted. Additionally,during the implant of the new lv lead the patient had ventricular tachycardia (vt) and the lead could not be placed due to the patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).